Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, in the beginning of thyroidectomy, interference occurred with a double claw retractor. The coating of the device tip was damaged but no broken piece fell into patient's cavity. Besides, it did not seem that the device grasped the retractor firmly. New handpiece was opened to complete the procedure. There was no patient injury.

Manufacturer narrative:
Evaluation summary: the product was not returned; however, a picture was provided by the customer for analysis. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The product in the picture did not meet specification because of the broken tip of the jaw. The picture showed that the plastic tip fractured on both jaws. The device and the broken piece were not returned. The device was clamped on a double claw retractor by the surgeon when the damage occurred and not on intended tissue. The reported condition was confirmed because the device tip insulation was damaged. Based on the received pictures, investigation personnel concluded that the plastic tip was broken by damage from an external force and on the reporting information that the device was clamped on a retractor. Manufacturing and supplier were ruled out as the cause of the fracture by the engineering. The exact cause of the damage is due to the device being clamped on a retractor with excessive loading. The information sent by the customer indicated that the broken tip did not disengage from the device during the procedure. In the past, engineering tested unused devices and could not replicate the mechanical damage to the tip by applying various types of forces. The investigation based on the received pictures identified the root cause of the reported event to be the user when the device was clamped on a double claw retractor by the surgeon. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product did not meet specification as received. Visual inspection revealed that the plastic tip fractured on both jaws. The device and the broken piece were not returned. The device was unintentionally clamped on a double claw retractor by the surgeon when the damage occurred. The reported condition was confirmed because the device tip insulation was damaged. Investigation personnel concluded that the plastic tip was broken by damage from an external force and on the reporting information that the device was clamped on a retractor. Manufacturing and supplier were ruled out as the cause of the fracture by the engineering. The exact cause of the damage is due to the device being clamped on a retractor with excessive loading. The information sent by the customer indicated that the broken tip did not disengage from the device during the procedure. In the past, engineering tested unused devices and could not replicate the mechanical damage to the tip by applying various types of forces. The investigation based on the received pictures identified the root cause of the reported event to be the user when the device was clamped on a double claw retractor by the surgeon. If information is provided in the future, a supplemental report will be issued.